Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an unspecified low reading from the adc freestyle libre sensor, as compared to reading obtained on a competitor meter. The customer experienced loss of consciousness and was able to regain consciousness on his own, but also felt symptoms of shaking hands and had trouble walking. The customer self-treated with sugar and juice and obtained post-treatment sensor readings of lo (readings less than 40 mg/dl), 44 mg/dl, and 69 mg/dl as compared to readings of 75 mg/dl, 91 mg/dl, and 112 mg/dl on the competitor meter. No further treatment was reported. There was no report of death or permanent injury associated with this event.